Manufacturer narrative:
Pump received with partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and delivery accuracy test or verify possible under delivery anomaly due to missing retainer. Pump also received with detached battery cap metal contact, broken battery tube threads, scratched case, serial number label damaged, case cracked behind the pump at the corner of the belt clip rails, missing display window cover, end cap address label missing, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 with a high blood glucose of 33 mmol/l. The caller reported the customer was hospitalized with high blood glucose after the insulin pump failed to give insulin. The customer's blood glucose at the time of the call was unknown. The caller reported the insulin pump did not alarm prior to the hospitalization. The caller also reported the insulin pump was cracked from the battery compartment and down the back of the pump. The insulin pump will be returned for analysis.